Manufacturer narrative:
This report will be updated if additional information is received. This supplemental report is being submitted to update a device code and the evaluation conclusion code.

Event description:
It was reported that during the pacemaker implant procedure, the right atrial (ra) and right ventricular (rv) leads were implanted. However, when a final review under fluoroscopy was done, the helix on both leads was slightly retracted, by about 1.5 turns. Pacing and sensing were appropriate so no interventions were made. The next morning, the patient was checked and all parameters were within normal range. The patient remained in the hospital over the weekend, and a pre-discharge device check was performed monday. Now the rv pacing threshold value was increased, at 3.1v @ 0.4ms. The patient was kept for another day to observe the rv lead thresholds. On tuesday, the patient had an episode of lightheadedness; a device interrogation found the rv pacing thresholds had increased to 4.1v and no pacing was observed in unipolar. A temporary pacemaker was applied and a revision was planned for the following day. During the revision procedure, when a stylet was inserted into the rv lead, the helix immediately extended, but the lead measurements were unacceptable. The lead was repositioned and good pacing thresholds were obtained, but the helix self-retracted three times. The lead parameters were stable and within normal range, so after 30 minutes of monitoring, the physician was satisfied with the rv lead. During this procedure, the ra lead's helix that had self-retracted was re-extended without any repositioning of the lead needed. Unfortunately, the helix again self-retracted but the parameters remained stable and the procedure was completed. No additional adverse patient effects were reported. The ra and rv leads remain implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
It was reported that during the pacemaker implant procedure, the right atrial (ra) and right ventricular (rv) leads were implanted. However, when a final review under fluoroscopy was done, the helix on both leads was slightly retracted, by about 1.5 turns. Pacing and sensing were appropriate so no interventions were made. The next morning, the patient was checked and all parameters were within normal range. The patient remained in the hospital over the weekend, and a pre-discharge device check was performed monday. Now the rv pacing threshold value was increased, at 3.1v @ 0.4ms. The patient was kept for another day to observe the rv lead thresholds. On tuesday, the patient had an episode of lightheadedness; a device interrogation found the rv pacing thresholds had increased to 4.1v and no pacing was observed in unipolar. A temporary pacemaker was applied and a revision was planned for the following day. During the revision procedure, when a stylet was inserted into the rv lead, the helix immediately extended, but the lead measurements were unacceptable. The lead was repositioned and good pacing thresholds were obtained, but the helix self-retracted three times. The lead parameters were stable and within normal range, so after 30 minutes of monitoring, the physician was satisfied with the rv lead. During this procedure, the ra lead's helix that had self-retracted was re-extended without any repositioning of the lead needed. Unfortunately, the helix again self-retracted but the parameters remained stable and the procedure was completed. No additional adverse patient effects were reported. The ra and rv leads remain implanted and in service.